Event description:
Supplemental report being submitted due to the investigation being completed on 26-feb-2021. Ogura et al 2014 ¿ ¿eus-guided hepaticogastrostomy combined with fine-gauge antegrade stenting: a pilot study¿. A 0.025-inch guidewire (visiglide; olympus medical systems, tokyo, japan) was placed into the common or right intrahepatic bile duct. We inserted the fine-gauge delivery system of the uncovered metallic stent in the antegrade direction. The stent was deployed across the bile duct obstruction. Thus if the lower bile duct was obstructed, the stent was deployed across the ampulla of vater, and if the middle or upper bile duct was obstructed, the stent was deployed from the lower bile duct across the obstruction site. This file will capture user error of the incorrect size wireguide used.

Manufacturer narrative:
PMA/510(k) #: k163018. Device evaluation: the zilbs device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Document review : prior to distribution zilbs devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records could not be performed as the lot number is unknown. There is evidence to suggest that the customer did not follow the instructions for use (ifu0125-0). In equipment required in ifu0125-0 it states ¿.035 inch wire guide of appropriate length¿. Root cause review: a definitive root cause could be attributed to the user not reading or following the IFU and using an incorrect size wire guide with the device. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Ogura et al 2014 - "eus-guided hepaticogastrostomy combined with fine-gauge antegrade stenting: a pilot study." A 0.025-inch guidewire (visiglide; olympus medical systems, (B)(6)) was placed into the common or right intrahepatic bile duct. We inserted the fine-gauge delivery system of the uncovered metallic stent in the antegrade direction. The stent was deployed across the bile duct obstruction. Thus if the lower bile duct was obstructed, the stent was deployed across the ampulla of vater, and if the middle or upper bile duct was obstructed, the stent was deployed from the lower bile duct across the obstruction site. This file will capture user error of the incorrect size wireguide used.